Event description:
Date of event is unknown. In 2009, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the resolution clip device clip was bent backwards, unable to deploy. The procedure was completed with another resolution clip device without any patient complications. Patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.